Event description:
Philips received a complaint by the customer on the v60 indicating that a 1134 "blower stalled" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that a 1134 "blower stalled" alarm error occurred. The remote service engineer (rse) performed troubleshooting with the customer and discovered that the 1134 error code was logged in the event log. Per the pneumatics screen, pressure increased from zero to 5. The blower revolutions per minute (rpm) increased from 3,000 to 32,000 as expected. The issue could not be duplicated, but the rse informed the customer that this may be an intermittent problem and recommended a blower replacement. The customer requested a service quote for onsite repair, and the rse created an onsite work order (wo) for the customer and provided the customer with the part number and price of the replacement blower. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer was not able to evaluate or repair the device as the customer ultimately did not accept the quote on april 15, 2026. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.